Event description:
Customer reported that a pt presented with surgical site redness ten days following an inguinal hernia repair. The pt was placed on po bactrim for one round without results. The pt was subsequently seen by infectious diseases and prescribed IV rocephin for 14 days. The pt was discharged.

Manufacturer narrative:
Infection occurred - conclusion: a review of the batch mfg records was conducted. Ethicon cannot assure the sterility of this lot because of equipment failure during sterilization. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.